Event description:
Attempted to remove temp catheter wire from temp sensing foley after scan was completed in MRI. The wire broke in half. Clinician attempted to use hemostats to pull remaining wire out. Wire kept breaking and was unable to completely remove. MRI scan could not be completed.